Manufacturer narrative:
Block h2 additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6), 2021. It was reported that during the procedure, the device could not be opened and could not be used normally. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2022*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2021. It was reported that during the procedure, the device could not be opened and could not be used normally. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.